Event description:
The patient contacted animas alleging multiple occlusion alarms over a 2 week period. The patient reported a fasting blood glucose (bg) of 400 mg/dl on the morning of (B)(6) 2011 which he stated he corrected with the pump; however, did not recheck his bg until later that evening. The patient reported that evening he received an occlusion alarm when attempting to prime the pump and when he tested his bg it was 513 mg/dl. The patient denied developing symptoms suggestive of a high bg and claimed he did not test for ketones. At the time of troubleshooting, the patient removed cartridge and tubing and reported that he met resistance when trying to hand prime the cartridge and tubing. He changed out cartridge and tubing and claimed he continued to meet resistance when attempting to hand prime. At the time of the call, customer support noted that the patient was using cartridges with expiration date of (B)(6) 2010. The patient was advised to correct high bg per hcp guidelines and go to back up plan until he obtained in date supplies. This complaint is being reported because the patient obtained a blood glucose reading greater than 500 mg/dl while insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no data was in the black box or download histories from the time of the complaint due to continued patient use. Occlusion alarms preceded by a constant rise in force were noted in the black box. A rewind, load and prime sequence was performed successfully without alarms. The force sensor was tested for calibration and found to be within performing within specifications. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.